Event description:
During patient use, o2 sensor showed 3%. When o2 sensor calibration was performed, an 'o2 sensor cal failed' occurred. The issue was resolved by replacing the o2 sensor. No serious injury was reported in this case.

Manufacturer narrative:
Though requested, no patient information was provided.